Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. As received, the belt failed the therapy electrode recognition test and the cable connecting the distribution node to rear therapy electrode was pulled from strain relief. The cause of the failure was a broken solder joint at the rear pulse wires inside the distribution node. The root cause of the broken solder connection at the pulse wires is the pulled dn to rear te cable. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had exposed wires.